Event description:
It was reported that a box of pen ndl 31ga 5mm 100bx 1200 USA had missing label information during use. The following was reported by the initial reporter: "it was reported that the consumer has one box of bd pen needles that is missing the expiration date. Verbatim: consumer stated she has one box of bd pen needles with no expiration date on them. Stated there is a trademark date of 2014 on the box.advised consumer that this product box would be expired. Lot # 4337420. Cat # 320119. Date of event: unknownsamples: no."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. (B)(6) has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a box of pen ndl 31ga 5mm 100bx 1200 USA had missing label information during use. The following was reported by the initial reporter: "it was reported that the consumer has one box of bd pen needles that is missing the expiration date. Verbatim: consumer stated she has one box of bd pen needles with no expiration date on them. Stated there is a trademark date of 2014 on the box. Advised consumer that this product box would be expired. Lot #: 4337420, cat #: 320119, date of event: unknownsamples: no."